Manufacturer narrative:
Results: the embolization coil was intact with the penumbra smart coil (smart coil) pusher assembly and had offset coil winds near its proximal end. Conclusion: evaluation of the returned device revealed the smart coil had offset coil winds near the proximal end of the embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and damage such as this may occur. The offset coil winds caused resistance when attempting to advance during functional analysis, and likely contributed to the reported stiffness and difficulty advancing on the back table. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a superior cerebellar artery (sca) aneurysm using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out its introducer and into a non-penumbra microcatheter, the smart coil would not advance; therefore, it was removed. It was also reported that it was hard to push the smart coil out of its introducer sheath after removal on the back table and the physician experienced some stiffness. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.